Event description:
It was reported that the left monitor flashed at boot up and that the customer had to either reboot the system or use the save swap function in order to proceed with the case. The flashing of the left (live) monitor may cause the system to be unusable due to a loss of the live image. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cable connecting the image processor board to the monitor. The system operates as intended.